Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that quality controls (qc) were run after obtaining discordant results, resulting out-of-range. Tsc instructed the customer to empty the water tank, refill, prime all the lines and recalibrate. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned the photometer, cleaned the cuvettes and replaced the drains and inlet valve. The cse cleaned the system and ran qc, resulting within range. The cause of the discordant, falsely low ca results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.